Event description:
Discordant triglycerides (tgl) results were obtained on two pediatric patient samples on a dimension exl with lm instrument. The discordant result of patient 1 was reported to the physician(s). The sample of patient 1 was repeated on the same instrument and in duplicate on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). The sample of patient 2 resulted as expected upon initial run and second repeat. The discordant result obtained on first repeat was not reported to the physician(s). The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tgl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to perform troubleshooting. The customer will run a five patient precision testing, replace and align the sample probe tip, reseat and align reagent probe 1 and clean the reagent probe 1 drain. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant tgl results is unknown. Siemens is investigating this issue. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions.

Manufacturer narrative:
The initial MDR 1226181-2014-00257 was filed on may 09 2014. Additional information (05/16/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced sample, reagent 1 and reagent 2 probe tips. The cse discovered the sample probe and reagent 1 probe to cuvette were out of alignment. The cse corrected all probe alignments and ran precision testing which resulted within range. The instrument is performing according to specifications. No further evaluation of the device is required.